Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed the stop current test, run current test and displacement test. We were unable to perform the self-test, error test, off no power test, prime test, occlusion test and no delivery test due to prime alarm. The insulin pump had minor scratched display window.